Event description:
It was reported that the access system became damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician inserted the was into the patient. A non-boston scientific pigtail catheter was inserted into the was and the was became damaged. A foreign body believed to be a piece of the was noted via transesophageal echocardiogram (tee) in the left atrium to the left superior pulmonary vein. The object was successfully removed percutaneously. A new was then used to successfully complete the procedure. There were no patient complications that were reported to have occurred as a result of this event.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.